Event description:
It was reported that during an unknown procedure, the clips were not fully clipping when applied. They stayed loose and fell off. No harm to the patient. They continued to use the same device and finished the case. The clips that were not completely on were removed from the patient's body.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. No incident related to the reported event was observed during the batch record review.